Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer requested to perform a system check with tandem technical support as the customer felt that the pump was not delivering insulin. System check was performed with tandem technical support and showed that the pump time was inaccurate. Reportedly, the customer did not adjust the pump time for daylight savings. Review of the pump history showed that the bolus requests had been successfully programmed and delivered. Additionally, the pump history showed that the customer did not receive any alerts or alarms, and that the pump was functioning properly. The customer understood the information provided. The customer's blood glucose level was 194 mg/dl.